Event description:
Pt admitted to undergo exploration of lumbar fusion. Per the anesthesia record, the pt was given pre-o2, placed in the prone position on jackson table and intubated. Loss of airway seal noted after turning pt, with the balloon of the et tube broken off. 100% o2 was given, pt was returned to bed and re-intubated, then repositioned for surgical procedure. No reported pt harm was encountered.